Manufacturer narrative:
Unable to confirm prime or fill anomaly and unable to perform displacement test, rewind test, basic occlusion test, prime or compromised force sensor system test, excessive no delivery test and occlusion test due to detached end cap. Pump received with cracked case near display window corners and cracked on display window noted.

Event description:
The customer reported via phone call that the insulin pump had piece came off and cracks at the bottom insulin pump casing and upper corner on the casing by the battery icon and bottom left corner. The customer¿s blood glucose was 250 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.